Event description:
Mother of patient reported that at 6:14 am in 2002 mother found the pt was blue, stating that the monitor alarms did not go off. Pt is fine and no medical intervention was reported.